Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), slow flow and patient complications occurred. The target lesion was located in the circumflex. Following one pass with the oad, slow flow occurred and resolved with no intervention. The pressure of the patient began to decrease and a balloon pump was inserted. During the insertion of the balloon pump, chest compressions were performed and a stent was deployed. Although flow was restored to the vessel, the pressure of the patient remained low and defibrillation was performed five times. Following the procedure the patient was intubated and in stable condition, however it was reported that the patient expired in the ICU a few days following the procedure.